Event description:
See scanned pages.

Event description:
Rptr states that she was infected with a flesh-eating bacteria after her procedure. Rptr has a lawsuit against ethicon. In discovery, rptr requested sterilization records for the product. Rptr states that the product is made at j & j, sent for sterilization and then back to another country. The records rptr obtained had missing info with regards to sterilization. Rptr also stated that she has records that indicate 10 women have died as a result of this procedure kit. Rptr said one death occurred in 2007. Rptr also stated that physicians lacked training to perform the procedure.